Manufacturer narrative:
Supplemental submitted to update/correct conclusion codes. Analysis of the catheter (model 8780, serial # (B)(4)) found no significant anomaly. The catheter body was found torn or broken at or after explant, but it did not affect infusion. A short segment of distal catheter was returned with the anchor still attached. The anchor was found to be firmly attached to the catheter body and could not be moved. During patency testing, fluid could not be flushed through from the most proximal end of the segment. The catheter was then cut to allow bleach solution to be placed on all inside surfaces of the return. Inspection after decontamination showed the silicone inner lumen of the catheter had been damaged and appeared collapsed. This was most likely due to cutting of the catheter for explant. Another area of note was a bend in the catheter where it emerged from the distal side of the anchor.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that, a year prior to this report, the catheter was revised and spliced in the back.

Event description:
It was reported that the catheter tip had migrated/dislodged. The anchor was noted to have remained in place and sutured correctly. However, the physician had modified the fascia after anchoring, and it allowed the distal tip of the catheter to migrate from the intrathecal to the subcutaneous space. The catheter was noted to have been replaced with a new spinal segment. No patient symptoms or injuries were related to this event. The medication used within the system was infumorph. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).